Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the event reported as " foreign material at curved rubber and curved rubber adhesive" was confirmed. And there were no deviations, identified with the reprocessing performed. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented, by following the instructions for use, which state: chapter 4: reprocessing workflow for the endoscope and accessories; chapter 5: reprocessing the endoscope; chapter 6: reprocessing the endoscope using an automated endoscope reprocessor / washer-disinfector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited foreign material in the curved rubber insertion part and curved rubber adhesive. There were no reports of patient involvement.